Manufacturer narrative:
Suspect device received on march 23, 2021. Device evaluation completed on march 25, 2021: visual analysis of the returned sample determined that the sm mpp gel 450cc breast implant was found to be ruptured and was received in two (2) parts. In addition, a crease/fold within the rupture was noted. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent breast augmentation revision with a mentor memorygel 450cc silicone prosthesis experienced spontaneous bilateral rupture post procedure. The patient felt that the implant is more soft than normal and she had an MRI examination which confirmed the rupture. As a result, patient underwent an explant on (B)(6) 2021. This report relates to the right prosthesis.